Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. However, during repair it was determined that the device laser etching was worn off due to sterilization process and the tip was drilled and bent due to excessive side load when using the device. The assignable root cause was determined to be due to normal wear and improper cleaning methods which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during equipment inspection the craniotome device would not attach to the motor device. During in-house engineering evaluation, it was determined that the laser etching was worn off and the tip of the device was drilled and bent. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.